Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had barcode scanner failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with barcode scanner. The field service engineer found that the barcode scanner was functioning properly upon arrival. Fse scanned several bin drawers in the tower at the login screen and repeatedly wiggled the cable in an attempt to reproduce the issue. However, fse were unable to get the scanner to fail. The system functioned as intended after the field service engineer tested the device.